Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded and no air bubbles were noted.

Event description:
It was reported that the customer had air bubbles inside the tubing. Customer's blood glucose level was 188 mg/dl. Customer stated that the approximate size of the air bubbles was 5 inches. Customer stated that the pump was not rewound with a reservoir in place. Customer declined troubleshooting. Customer was called back to confirm their address. Customer's blood glucose level stated that on (B)(6) 2015, her blood glucose level shot up to 309 mg/dl. Customer declined troubleshooting for her high blood glucose level. No further assistance needed.